Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear in the valve.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, the faradrive steerable sheath clear, was selected for use. It has been mentioned that the device was prepped like normal on the back table. During aspiration air bubbles streamed through the valve and whistling sound was heard after transseptal and removal of the dilator and wire. The procedure was completed successfully by using a different device but same model. No patient complications have been reported. The product was received for analysis. It was further reported that the native dilator, pentaray catheter, which was noted by the physician when the sheath was dripping from the valve, and farawave catheter were inside the sheath prior to, or at the time, the air was observed. A pressure bag on a transducer was used to limit flow for the irrigation of the sheath. Air was observed during aspiration with the dilator in place, and again when the pentaray catheter was stopped in the visual portion of the sheath while being removed. Air was also noted during aspiration when the farawave catheter was inserted just into the visual portion of the sheath. The catheter was then pulled out, the valve was plugged with wet gauze, and no more air was observed during aspiration. At this point, the sheath was replaced. The guidewire was at the tip of the catheter, and no other issues were reported.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, the faradrive steerable sheath clear, was selected for use. It has been mentioned that the device was prepped like normal on the back table. During aspiration air bubbles streamed through the valve and whistling sound was heard after transseptal and removal of the dilator and wire. The procedure was completed successfully by using a different device but same model. No patient complications have been reported. The product was received for analysis and investigation is still in progress. It was further reported that the native dilator, pentaray catheter, which was noted by the physician when the sheath was dripping from the valve, and farawave catheter were inside the sheath prior to, or at the time, the air was observed. A pressure bag on a transducer was used to limit flow for the irrigation of the sheath. Air was observed during aspiration with the dilator in place, and again when the pentaray catheter was stopped in the visual portion of the sheath while being removed. Air was also noted during aspiration when the farawave catheter was inserted just into the visual portion of the sheath. The catheter was then pulled out, the valve was plugged with wet gauze, and no more air was observed during aspiration. At this point, the sheath was replaced. The guidewire was at the tip of the catheter, and no other issues were reported.